Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported a por (power on reset) message was seen. The patient had been sitting on the bed watching tv when the por was seen. When asked if there were any recent medical tests or emi environmental exposure the patient said they had an x-ray 3-4 months ago. There were no traumas or falls reported related to the issue. No further complications were reported or are anticipated.